Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure within the esophagus, performed on (B)(6) 2013. According to the complainant, two resolution clips had been successfully deployed on the target site. During the procedure, the physician attempted to attach a third resolution clip; however the clip would not close onto tissue. The device was withdrawn from the patient and the procedure was completed with the first two resolution clips and there was no need for a third clip. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
The exact patient age is unknown; however, the patient was reported to be over 18 years old. Evaluation finding of oversheath cut. A visual examination found that the device returned with the clip assembly fully deployed and not returned. A kink was present in both the control wire and coil. Furthermore, approximately 2 inches of the distal end of the oversheath was cut off and not returned. Based on the condition of the returned device, the reported failure ¿clip assembly unable to close", could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.